Event description:
A patient of unknown age was scheduled to receive hemodynamic support from an impella cp heart pump due to acute myocardial infarction/cardiogenic shock. Attempts to insert the impella cp were unsuccessful due to the patient's anatomy. The user was unable to guide the pump through the aortic valve. The patient suffered no harm as a result of the incident and further treatment was carried out without support from an impella pump.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿

Manufacturer narrative:
The investigation into the reported delivery issue -anatomy has been completed since the original report was filed. The root cause of delivery issue is determined to be patient condition because of the patient anatomy.